Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the patient¿s blood glucose that day was 500 mg/dl with vomiting and unspecified ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. The reporter alleged an intermittent power issue. This complaint is being reported because the reported serious health event was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 01/27/2016-product analysis: the device was returned and evaluated by product analysis on 01/19/2016 with the following findings: review of the pump¿s black box revealed an unexplained rebooting event on (B)(6) 2015 at 17:39; deliveries resumed at 17:45. An empty cartridge alarm occurred on (B)(6) 2015 at 23:21; deliveries were resumed on (B)(6) 2015 at 08:15. The total daily dose history was appropriate for the user programmed delivery settings. No damage or defect was found to the battery compartment or battery cap; the battery cap contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.